Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a cause for the reported difficult/delayed activation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when retracting the delivery catheter (dc) handle, the clip was difficult to release from the dc. The stabilizer was moved and the dc was retracted and the clip was able to be released, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.